Event description:
The customer contact reported backflow of solution from the secondary solution container into the primary solution container. On an unspecified date, the primary tubing set was being used to deliver 500 ml of normal saline, at an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for a piggyback delivery of magnesium 4 gms/ 100 ml, at an unspecified rate, for a duration of one hour. The primary solution container was hung lower than the secondary solution container. After approximately 5 minutes after the delivery was started, the customer contact reported back flow of solution from the secondary solution container was empty. The customer contact reported that the tubing sets were replaced and the 500 ml of solution in the primary solution container was delivered to the patient to ensure the total volume of magnesium was delivered. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number 280555h was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.